Manufacturer narrative:
The quality control results were acceptable. Therefore, reagent issues were excluded. The customer found salt crystals on the cuvettes. They cleaned and replaced the cuvettes. The field service engineer found three of the rinse tubes were broken. He replaced the tubes and checked other parts. He performed a precision check that passed and qc was in the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable gluc hk gen.3 (glucose) results from the cobas 6000 c 501 module. Sample 1 initial result was 41.9 mg/dl and the repeat result was 96.1 mg/dl. Sample 2 initial result was 28.4 mg/dl and the repeat result was 207.2 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct. The reagent lot number was 65281701 with an expiration date of 31-oct-2023.